Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with display of insulin pump. Customer's blood glucose value was 201 mg/dl. The customer was assisted with troubleshooting. Customer stated that the new insulin pump screen was a bit hazy and they had some problem seeing the numbers and information on the screen. Customer states the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected hazy display, frozen display, or display anomalies noted. (B)(4).